Event description:
It was reported initially that an overdischarge occurred and pt last recharged six months prior. Following the overdischarge, a physician mode recharge was performed and the pt was able to receive effective stimulation. It was later reported the pt was scheduled for a battery replacement with a primary cell and multiple attempts to perform a physician mode recharge were unsuccessful. The pt did not want to recharge anymore. Additional info received that the company representative suspected the device had undergone too many overdischarges and did not have a power on reset properly cleared. Patient's status was unavailable at the time of this report. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).